Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a minicap with povidone-iodine solution contained inadequate iodine. The reporter stated that the sponge was white and completely dry with no evidence of povidone iodine. The step of setup or therapy during which this was noticed was not reported. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was manufactured 09/11/2014-09/18/2014. Additional information was provided and the evaluation codes were added. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.